Event description:
Subsequently, a revision procedure was performed. This device was explanted and replaced.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
(B)(4). According to available information,this device remains implanted. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device and atrial lead displayed high out of range impedance measurements. The right ventricular lead displayed low out of range impedance measurements. In addition, unipolar pacing mode was displayed due to a lead safety switch. There was concern that the atrial lead may be fractured or crushed. An x-ray confirmed this lead was crushed at the subclavian area. In addition, there was concern that the right ventricular lead may have insulation damage at the subclavian area. A lead revision procedure is intended. No adverse patient effects were reported.

Event description:
Additional information was received that no device return is intended.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.